Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Per review of the batch records, for suspected lots h12l15034 and h12k27031. No nonconformance report was documented for these lots. All release criteria were met for the build of the lots. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis. The patient was not hospitalized for the event. The treatment information was not reported. On an unreported date, the patient recovered from the peritonitis. This is report 1 of 4, for the cassette involved in this peritonitis event.